Event description:
Reportedly, the surgeon fired the endo gia universial xl instrument with a 60-3.5 roticulator sulu across the lesser curvature of the stomach. However, the instrument did not place properly formed staples on the remaining 15mm of tissue, leaving an open wound, excessive bleeding, and excessive blood loss. Therefore, the surgeon oversewed the open wound with an endo stitch device to maintain hemostasis and complete the case. Procedure: lap gastric bypass. Patient status: spent 4 days in the ICU and was discharged.